Event description:
It was reported that this pacemaker was showing a premature battery depletion (pbd) behavior. The remaining battery level had been reduced in a short period of time and the battery consumption rate had been increasing over time. This device has been explanted and replaced for a new device. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this pacemaker was showing a premature battery depletion (pbd) behavior. The remaining battery level had been reduced in a short period of time and the battery consumption rate had been increasing over time. This device has been explanted and replaced for a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate has been increasing over time. This device remains in service but is expected to be replaced. No adverse patient effects were reported.